Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered anti-tachycardia pacing (atp) therapy to convert an arrhythmia. The rhythm was detected in the ventricular tachycardia (vt) zone at a rate of 233 beats per minute (bpm). Therapy was noted to potentially be inappropriate for atrial arrhythmia with 1:1 ventricular conduction. Further review was recommended. Lead measurements are stable, and battery longevity is normal. The ICD remains in service and no adverse patient effects were reported. Additional information received on june 09, 2025, indicated that the patient received additional atp as well as seven shocks for what appeared to be an atrial-driven arrhythmia. Further review of the device settings was recommended. No additional adverse patient effects were reported.